Manufacturer narrative:
Additional information: h4, h6. H4: the lot was manufactured from september 20-28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during use. The expected infusion time was not reported; however, the actual infusion took 68 hours to complete. The device was filled with 200ml of an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.